Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. It was noted by the physician that there were signs of infection at the pocket site. No device malfunction was suspected. Additional suspect medical device component involved in the event: model#: sc-8336-50, serial #: (B)(4), description: coveredge 32,50cm 4x8 surgical lead. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing burning pain from the site of the battery all the way up to where the leads are regardless of whether stimulation was off or on. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that patient's symptoms were reported as pus around the ipg site. The physician did not suspect the infection was device or procedure related and the cause was unknown. Antibiotic was prescribed. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing burning pain from the site of the battery all the way up to where the leads are regardless of whether stimulation was off or on. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing burning pain from the site of the battery all the way up to where the leads are regardless of whether stimulation was off or on. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing burning pain from the site of the battery all the way up to where the leads are regardless of whether stimulation was off or on. The patient will undergo an explant procedure.